Manufacturer narrative:
No further information is expected, therefore our investigation is complete. This report will be updated should further information become available.

Event description:
This right ventricular (rv) lead exhibited noise which was over sensed by the device. Additional information was received that this rv lead was surgically abandoned and replaced due to noise, oversensing and pacing inhibition. No additional adverse patient effects.